Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the self-test has failed. Based on the information provided, the self-check indicated that the standard external defibrillation electrode plate was faulty. However, after the customer reconnected the link buckle between the defibrillation electrode plate and defibrillator equipment, the issue was resolved. The device remains at the customer site and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available, the reported issue was due to user error, as the electrode plate was not correctly positioned and not securely locked in place. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer reconnected the link buckle between the defibrillation electrode plate and defibrillator equipment, and the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator self-test failed, prompting treatment button and handle failures. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.